Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.

Event description:
Caller reported inform ii results of 390 mg/dl and 53 mg/dl within 10 minutes. A lab result from a sample taken at an undetermined time was 344.9 mg/dl. No adverse event was reported. Strips are not available for return.